Manufacturer narrative:
Pump had no button response due to corroded keypad traces. Unable to verify battery out limit alarm due to button keypad anomaly. Pump received with minor scratched display window, cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call to have received a battery out limit alarm and was not able to clear due to buttons not responding. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.